Manufacturer narrative:
This report is filed (B)(6) 2016. Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to recurrent infections. It is unknown whether the patient was reimplanted with a new device, as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
The correct date of initial implantation is (B)(6) 2014, not may 29, 2014, as previously reported. This report is filed march 21, 2016.